Event description:
The pt had no response with this cochlear implant at initial stimulation. The pt has been monitored by the center. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. However due to lack of pt progress, the decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.